Event description:
It was reported that a dissection occurred. The target lesion was located in the left circumflex artery. A 20 x 2.50mm promus premier drug-eluting stent (des) was deployed. However, a proximal stent edge dissection was observed. Another promus premier stent was deployed to cover the dissection and the procedure was completed. No patient complications were reported.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.